Event description:
Unomedical reference number (B)(4). Event occurred in the united states. The patient stated that in the morning of this report, she woke up from her sleep and noticed that the infusion set had detached at the quick release. When she tried to reattach, it would not attach. Her blood glucose level was at 445 mg/dl. The site location was patient's abdomen below navel and the pump was lying loose on her side in bed. The infusion had been in use for one and a half day and infusions were stored in the bedroom. There was no stress or pull on the tubing and the pump was not dropped with the set connected to the patient's body. No further information available.